Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was provided that the balloon burst and fragmented; however, the product was removed from the patient without requiring the patient to go to theatre (surgery). It was reported that the physician (who performed the procedure), refuses to use an inflation device as he uses his own syringe and inflates by hand. On (B)(6) 2015, the rep reported the balloon came out in 1 piece but was shredded. Information was further provided that the balloon ruptured longitudinally. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information: a visual examination of the returned product (received (B)(4) 2015) revealed the balloon had burst circumferentially. The event was determined to be reportable at that time.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), specifications, trends and a visual inspection of the returned device was conducted for the purpose of this investigation. One used and damaged balloon catheter was returned with an introducer sheath (which the balloon catheter was through) along with a syringe. The syringe was marked merit medallion and had an unmarked attachment screwed into the luer. 3.1 ml of fluid was still in the syringe. The introducer did not have any markings on it and was at the distal end of the balloon catheters strain relief. The introducer tip was slightly smashed but appeared to be undamaged otherwise. The balloon catheter was returned in one piece with notable separation in the balloon. The proximal balloon portion measured 2.4 cm from the bond to the separation or measured approximately 1.5 cm from the end of the cone to the separation. The distal balloon portion was scrunched at the end (and the cone was scrunched), but measured a total of 2.2 cm. The distal balloon was unfolded/"unscrunched" to obtain a better measurement. Afterwards, the distal balloon measured approximately 3 cm from the bond to the separation and approximately 2.5 cm from the end of the cone to the separation. The measurements of both of the balloon sections indicate that the balloon was present in its entirety. The balloon appeared to have burst circumferentially. The white tip of the catheter measured approximately 4 mm which is in spec. The catheter under the balloon was stretched. The proximal and distal marker bands were present on the catheter. The distance between the marker bands was 7.8 cm indicating it had stretched almost twice its specified length of 4 cm. The total stretched portion (including stretched areas outside the marker bands) measured 10.5 cm in length. The remainder of the catheter appeared undamaged. The balloon was looked at under a microscope. No micro-tears were seen. Small tears were seen at the edge of balloon rupture, but tears did not propagate towards the proximal bond or inflation lumen which is where micro tears are typically seen in production. The small tears likely occurred during use/rupture/withdrawal of the device. The device is inspected per qc: 100% check balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. Each device is shipped with IFU which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur." The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The user did not know the inflation pressure as the doctor used a hand syringe to inflate. It is possible that the balloon was over inflated. The rated burst pressure of the device is 11 atm. The user did not report the patient anatomy. Balloons are designed to rupture linearly, but may rupture circumferentially potentially due to sharp protrusions that may be seen in calcifications. Without additional information, a definitive root cause cannot be determined. There is no evidence to suggest the device was not manufactured per specifications. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
Information was provided that the balloon burst and fragmented; however, the product was removed from the patient without requiring the patient to go to (B)(6) (surgery). It was reported that the physician (who performed the procedure), refuses to use an inflation device as he uses his own syringe and inflates by hand. On (B)(6) 2015 the rep reported the balloon came out in 1 piece but was shredded. Information was further provided that the balloon ruptured longitudinally. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information: a visual examination of the returned product (received 18aug2015) revealed the balloon had burst circumferentially. The event was determined to be reportable at that time.